Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) does not hold the patients' skull stably due to problems with the rotary lock. No additional information has been provided.

Manufacturer narrative:
Additional information has been received as follows: hospital is the independent public clinical hospital in the city of lublin, close to ukrainian border, in poland. Investigation findings: the mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the returned unit shows that the skull clamp has a loose swivel lock and rotational movement in it. For the adjustment of the lock assembly, new components need to be added to replace worn internal parts. After completing the repair, the unit must undergo a function test, and be marked with the instance number. Root cause - the complaint is confirmed via inspection of the unit. The skull clamp had a loose swivel lock with rotational movement., and the lock assembly needed new components added to replace worn internal parts. Additionally, the unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2016). No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.